Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated their ins wasn't working any longer so they had it removed. Pss asked event date, but pt said 2-3 months after they had it, but couldn't remember when ins was put in. Pt also couldn't remember healthcare provider (hcp). Patient services (pss) could not pull up pt's registration using first/last name, dob or phone number. Pss asked, pt didn't have ID card to provide serial number. Pt's reason for calling was to see if there was any other technology other than spinal cord stimulator scs to help with chronic pain, and then wanted to ask about drug pump. Pss documenting information given during the call and transferred pt to pump cell.